Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an overdischarged battery. No known external factors. The patient hasn¿t attempted to use the stimulator for several years. Battery was too depleted to connect to clinician programmer. Dr. (B)(6) is scheduling a battery replacement. Rep will update when they get the date.